Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high compared to another meter and compared to a laboratory device. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unwilling to provide further information during a follow-up call. It was not reported when the alleged inaccuracy issue began. The patient reported that the subject meter read "30 points" higher than an emergency medical services (ems) device but was unable to provide the exact results obtained. The time between the tests was not reported. The patient also reported obtaining blood glucose results of "233 mg/dl with the subject meter and "200 mg/dl" on a laboratory device, performed within 10 minutes of each other. It was not reported what medication, if any, the patient takes to manage his diabetes or if he took any action regarding his usual diabetes management regimen as a result of the alleged issue. The patient reported that at an unspecified date and time in (B)(6) 2020, after the alleged issue began, he developed "low blood sugar" and was sent to the emergency room (ER). It was not reported what treatment the patient received at ER. At the time of troubleshooting, the cca noted that an approved sample site was used for testing. The cca noted the patient did not have control solution available to perform a quality control test. The patient declined to have the products replaced. This complaint is being reported because the patient reportedly attended the emergency room for treatment of a low blood glucose excursion after the alleged inaccuracy issue began, and it is not known what treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.